Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional event information received on 14-feb-2025 indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was resistance during advancement of the device. There were no vessel or aneurysm factors that may have contributed to the incomplete expansion. There was no additional intervention performed to attempt to expand the stent. The incomplete expansion did not result in stent migration or embolization of the stent. There was no blood flow restriction. The 10 minutes procedural prolongation was not clinically significant. Additional event information received on 18-feb-2025 clarified that there was resistance met while advancing the deice through the vessel. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, during an endovascular embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 9166987) was placed in target position and started to release, but distal markers of the stent were converged could not be opened. The physician only retracted the stent and switched to a new one to complete the surgery. The unspecified microcatheter (mc) was not replaced. The surgery was prolonged about 10 minutes. No patient injury was reported. Additional event information received on 14-feb-2025 indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was resistance during advancement of the device. There were no vessel or aneurysm factors that may have contributed to the incomplete expansion. There was no additional intervention performed to attempt to expand the stent. The incomplete expansion did not result in stent migration or embolization of the stent. There was no blood flow restriction. The 10 minutes procedural prolongation was not clinically significant. Additional event information received on 18-feb-2025 clarified that there was resistance met while advancing the deice through the vessel. A non-sterile enterprise2 4mmx39mm intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent component was already detached from the delivery system. No damages were observed on either of the returned components. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 9166987. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The customer complaint regarding stent marker bands not being not fully opened was not confirmed since the stent was noted as already expanding on both ends and no damages were found during the inspection. It is possible that the marker bands may have converged together but opposed to the vessel wall during the procedure. Although no product defect was identified, there may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. The stent detachment was not originally reported; the exact time of occurrence cannot be determined, therefore, this is not considered related to the issue reported. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ do not partially deploy the stent from the introducer. ¿ maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. ¿ select a stent length that is at least 10 mm longer than the aneurysm neck to maintain a minimum of 5 mm on either side of the aneurysm neck. A large differential in diameter between the proximal and distal segments of the parent vessel may increase the risk of stent migration. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during an endovascular embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 9166987) was placed in target position and started to release, but distal markers of the stent were converged could not be opened. The physician only retracted the stent and switched to a new one to complete the surgery. The unspecified microcatheter (mc) was not replaced. The surgery was prolonged about 10 minutes. No patient injury was reported.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.